Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The customer's blood glucose (bg) level was 170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also indicated that manual injection supplies were available.